Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve ohms at 192. Additional malfunction is the power switch alarm is not functioning.